Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for the call was pt stated they received a system problem rm05 when they were recharging their ins last (B)(6) 2024 and last night they got a different message stating software problem also the controller stopped responding. The patient had to reset the controller to clear the message. The patient mentioned most of the time they would wake up in the middle of the night because they felt a lot of pain. They said the stimulation suddenly turned off when they felt crippling and grinding pain like their old pain was back. They would push the top button on the controller to turn on the stimulation and slowly felt the stimulation was going back again. Patient confirmed they didn't see the stimulation was off on their home screen. During the call the patient verified that there was no apparent damage to the recharger, controller port, or to the controller charging port. Agent had the patient clean the recharger plug pins and controller port. Patient then initiated an ins recharging session with a recharge quality of excellent. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected the patient to their managing provider (hcp) to further assist them with the stimulation issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that per the image provided, the patient saw software problem: 1-intellis, 2-3.6, 4-243, 4-qf_port. The patient stated that a couple of times the patient returned because they needed to charge the implant. But other times, they would have to charge before going to sleep and they would wake up in a lot pain. They have an appointment with their doctor and would submit an update after that.